Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, the white teflon pad peeled off device. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.